Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Investigation of the reported complaint as follows: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date- 2009, inratio- 7.5, lab- 4.5, mean- 6.0, confidence limits- unable to determine. Pt is on coumadin medication. Time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Comparative system is less than 5.0 and the inratio is 7.5, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Investigation of the returned meter resulted in the following data: the allowable difference between the inratio inr's and sysmex inr's are calculated. Two out three replicates for both samples for each lot are within the allowable bias. All meet the above criteria and no further action is required. No corrective action is required as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio inr = > 7.5 (2x) w/ the same pt vs lab = 4.5. Pt's coumadin was held earlier due to high inratio inr.